Event description:
User facility medwatch (B)(4) received on (B)(6) 2013. While shaver was in use during a wrist arthroscopy, metal fragments from the shaver appeared in the surgical site. Phone call placed to reporter requesting additional information (B)(4) 2013. It is unknown if metal fragments remain in the patient or were removed.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).